Event description:
It was reported that pump experienced malfunction alarm while pump was being updated, and malfunction code continued to recur after reset attempts. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, and when malfunction recurred was provided replacement pump under warranty; customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode before return, and was advised to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.